Event description:
While removing triple lumen cordis introducer, resistance was met as last lumen was to exit skin. Pt complained of extreme pain. Md aware and used greater effort and discontinued catheter. Rough "burr" felt on top edge of last lumen.